Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch cutting a 4 mm x 2 mm triangular shaped piece of clear plastic was observed in the tunnel. They used the vaso view hemopro like a pair of fingers and pulled it out. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that only a triangular piece of plastic about 4 mm was returned. The device and the packaging were not returned. We are unable to conclusively determine if the plastic was present in the original device packaging or the device. Based upon the evaluation results, the reported complaint could not be confirmed as the original device packaging and device were not returned. Additional evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).